Manufacturer narrative:
Investigation, including root cause analysis is in progress.

Event description:
The customer reported a noise from the sys at the beginning of the fourth surgery. A spark was seen on the back of the system along with smoke, ash and charring odor. The fourth and fifth cases were cancelled.